Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a procedure to treat atrial fibrillation, the faradrive steerable sheath exhibited air. Despite being prepared according to the instructions for use, air was detected when the farawave catheter was inserted, and backflow was carefully drawn. This issue persisted after three attempts, prompting the use of a new faradrive sheath. The new sheath did not exhibit any anomaly, allowing the procedure to continue without further issues. No air was observed in the patient. The procedure was completed and there were no patient complications. Additionally, prior to the event, only the dilator was inserted into the sheath. Air was observed when the syringe was inserted to draw back blood when the farawave catheter was inserted into the sheath but not inside the patient. The sheath was aspirated but without resolution. At the time of the event, a cs-ra catheter was inserted through the neck and an rv catheter through a separate sheath through the groin. The sheath is expected to return for analysis.

Event description:
It was reported that during a procedure to treat atrial fibrillation, the faradrive steerable sheath exhibited air. Despite being prepared according to the instructions for use, air was detected when the farawave catheter was inserted, and backflow was carefully drawn. This issue persisted after three attempts, prompting the use of a new faradrive sheath. The new sheath did not exhibit any anomaly, allowing the procedure to continue without further issues. No air was observed in the patient. The procedure was completed and there were no patient complications. Additionally, prior to the event, only the dilator was inserted into the sheath. Air was observed when the syringe was inserted to draw back blood when the farawave catheter was inserted into the sheath but not inside the patient. The sheath was aspirated but without resolution. At the time of the event, a cs-ra catheter was inserted through the neck and an rv catheter through a separate sheath through the groin. The sheath is expected to return for analysis. It was further reported that at the time of the event, the guidewire tip was extended beyond the distal end of the sheath for roughly less than a minute. The sheath has been received for analysis and investigation is still in progress.

Manufacturer narrative:
Additional information in section b5 and section h3

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the faradrive steerable sheath was returned with its dilator still inserted resulting in the removal of the dilator to proceed with further analysis. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified both external valve and internal valve torn by the center slit on the inner faces. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tear on the external valve and internal valve.

Event description:
It was reported that during a procedure to treat atrial fibrillation, the faradrive steerable sheath exhibited air. Despite being prepared according to the instructions for use, air was detected when the farawave catheter was inserted, and backflow was carefully drawn. This issue persisted after three attempts, prompting the use of a new faradrive sheath. The new sheath did not exhibit any anomaly, allowing the procedure to continue without further issues. No air was observed in the patient. The procedure was completed and there were no patient complications. Additionally, prior to the event, only the dilator was inserted into the sheath. Air was observed when the syringe was inserted to draw back blood when the farawave catheter was inserted into the sheath but not inside the patient. The sheath was aspirated but without resolution. At the time of the event, a cs-ra catheter was inserted through the neck and an rv catheter through a separate sheath through the groin. The sheath is expected to return for analysis. It was further reported that at the time of the event, the guidewire tip was extended beyond the distal end of the sheath for roughly less than a minute. The sheath has been received for analysis.